Event description:
A facility reported that after combining all components of the duraseal dural sealant system (202050), it did not harden into a gel form when applied to the patient's area and it remained in a liquid state. No patient injury has been reported; however, there was a delay of 10 minutes due to product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10 the duraseal dural sealant system 5ml us box of 5 (202050) was returned for evaluation: device history record (DHR) - a DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - the product sample received included the following components: product tray, one peg vial, cap and syringe holders, y-connector, a phosphate syringe, a borate, syringe, and an extended tip from another manufacturer. The peg vial was received with a fully depressed spike and no visible red mark. The inside of the vial was found empty with only small traces of blue solution. There were no traces of blue solution found on top of the vial spike. The cap and syringe holders were received in clean condition without traces of blue solution. The y-connector was also received in clean condition without traces of blue solution on the inside or the outside of the component. The borate syringe (clear) was received empty without solution inside. The phosphate syringe (blue) was also received empty without solution inside. The extended tip, not manufactured by integra, was observed without signs of use. Due to the empty conditions of the returned components, we were unable to replicate and confirm the reported issue. Root cause - the root cause is undetermined and the complaint was unable to be confirmed with the information available. Product received was tested and no issues were found nor could the complaint be replicated. No enhancements or improvements were generated for the reported condition. Per the dfmea, potential causes of failure include: performance, reconstitution (dissolution) time. No corrective action is recommended at this time, as this complaint issue does not represent an adverse trend, unacceptable individual risk, or significant non-conformance to regulatory requirements. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.